Manufacturer narrative:
Upon receipt, the device interrogation revealed that the ICD was operating in safety backup mode. The device switched into safety backup mode on (B)(4) 2013, more than two weeks after the explant of the device as a result of the detection of invalid memory content. By design, the ICD performs self-checks. In general, the device is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into safety backup mode to assure the patients safety. While in this safety program, the ICD is capable to deliver anti-bradycardia and anti-tachycardia therapies. After the manual correction of the invalid memory content, the device was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional. The invalid memory content was automatically detected by the device leading to the activation of the backup mode, to assure the patients safety. However the safety backup mode was activated more than two weeks after the explant of the device. Therefore, it cannot be excluded that the device was stored in an environment in the presence of invasive external influences, such as strong electromagnetic fields, that may have contributed to the activation of the safety backup mode.

Event description:
This system was removed because of high dft tests. This patient is a renal patient and the system was implanted on the right side. The hospital retained the devices. There were no adverse patient events reported. Should additional information be received, this file will be updated. (B)(4) 2013 - this system was returned for analysis.